Event description:
It was reported that the pt attended the clinic for routine mapping. Telemetry revealed 5 'hi' impedances and 2 that appeared to be intermittent. Expert telemetry was performed and confirmed that electrodes 3, 7, 9, 10 and 12 were 'hi'. In addition this testing revealed that electrodes 1 and 11 were intermittent. It was recommended that the electrodes that have 'hi' or intermittent impedances be turned off. The pt was mapped with 5 electrodes in the new map. Further eval and testing to be carried out prior to further discussion prior to revision surgery.